Manufacturer narrative:
(B)(4). Date sent: 7/10/2023 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the device deliver any staples? :yes. If yes, were the staples formed properly?:yes. If yes, was the staple line complete?:yes. Did the device cut? If yes, was the cut line complete? :yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? :no. Did the device fully fire and stop during the automatic knife return?:yes. Was there any difficulty opening the device?:no.if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any damage to the tissue? :no. Is the current patient status known? ": no specific information from dr. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The reoperation was performed. Additional information: the device was used for the colon or jejunum. The device was fired fourth times in the initial procedure. The obstruction was happened in the site of third fire. No problem of the device in the initial procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unknown procedure, the intestinal obstruction occurred. There is a possibility that the knife did not run, or the device could not cut the target tissue properly. The device was used as is to complete the initial operation. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. Additional information was requested and the following was obtained: does the surgeon allege there was any deficiency of the ethicon device that may have caused or contributed to the obstruction? If so, why/how? Describe in more details the nature of the obstruction? What was the timeline of event? How was the obstruction identified? How was it addressed? What were the findings at the time of the re-op? What was the indication for the procedure? What procedure was being performed? What color cartridge was used throughout procedure? How was the common channel closed? Was it stapled or hand sewn? Does the surgeon believe the knife did not cut the 60mm, if so why? The sales rep tried to get the additional information, but dr. Didn't answer.